Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of - 9.50/0.5/105 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged for a longer length lens due to low vault without rotation. This exchange resolved the problem.